Event description:
It was reported in an article in neurosurgery that the patient suffered a peri procedural basilar artery dissection. There was no reported clinical consequence to the patient, the patient outcome after the procedure was noted as unchanged compared to pre procedure. No other information was provided.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. This is a final report.

Event description:
Customer reported that she has been receiving unspecific error message from her freestyle freedom lite meter intermittently since (B) (6) 2009. Customer stated that she did not recall the reason that she did not contact adc customer services when she first noticed the error message. Customer also reported that she passed out frequently since (B) (6) 2009 and not able to specify the date and time. Customer reported experiencing symptoms of dizziness, weakness and severe headaches and taking fioricet for her headache and vicodin. In one of the incidents of losing consciousness, customer reported calling paramedics who gave customer oxygen and checked her blood glucose. Customer was transported to a health care facility where she was diagnosed with severe hypoglycemia. Customer stated that her cardiologist checked her blood glucose and it is unknown if there was any treatment given. In addition, customer reported that she was hospitalized for 6 days in (B) (6) 2009 with broken rib, swollen eyes and broken sternum; however, it is unclear if the incident was related to her diabetes symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.